Manufacturer narrative:
The reported event was addressed with phone support. The customer undocked the arm and reinstalled the endoscope, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after the customer undocked the arm, reinstalled the endoscope and redocked the arm. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, there was an issue with changing the scope orientation during a procedure. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. Initially, the nurse called in to report that the surgeon was unable to change the scope orientation. Despite reseating the scope, the issue persisted. The tse checked the logs but found nothing relevant. The tse guided the nurse through several troubleshooting steps, including removing the scope from the arm, rotating the endoscope base, and reinstalling it, but the issue remained. Attempts to change the scope orientation using the vision side cart (vsc) touchscreen were unsuccessful as the buttons were greyed out. The tse suggested trying a spare endoscope and reseating the sterile adaptor, but these steps did not resolve the issue. The nurse was advised to try moving the scope to another arm later. Eventually, the nurse called back to report that undocking arm 2, docking it again, and reinstalling the scope resolved the issue, allowing the surgery to finish as planned. The procedure was completing as planned with no patient injury.